Event description:
During a surgical procedure, the akron anesthesia machine display unit was not properly reading/displaying the anesthetic agent (sevoflurane) values. Anesthesia provider dids complete the case with machine. After the case, the machine was removed from service until the gas analyzer was recalibrated/tested/cleared by biomed and spacelabs tech.